Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer two-point-one tractor cable had caused a connection issue, pulling the drawer down and pocket e1 had a read/write error, causing issues for the pocket to eject earlier. And also pocket c3 was also affected and needed to be reassigned due to medication not being assigned. A field service engineer reset all the connections and cleaned off the ports on the cable. Fse were able to successfully recover storage space and had the customer reassign medication back to the pocket for usage to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es 3wk, main drawer 2.1 did not recover and device was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.